Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01179. It was reported one of the patient's scs leads, implanted peripherally (off-label), is poking through the surface of his skin. Follow-up identified the patient had his scs lead which was poking through the skin removed. The physician implanted a different model lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.